Event description:
Reporter experienced the er1 message and retested later with a "high" blood glucose result. Reporter states she was aware of what the er1 message meant and increased her oral medication. Reporter experienced symptoms of feeling 'high' but did not contact a health care professional.